Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of damaged tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20g safestep infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter . The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by the customer that IV pump was beeping "patient occluded". Chemotherapy (ifos) was running thru pt's cvc at the time. Rn traced pt's line and found chemo had been leaking from tubing connected to the port needle. Rn immediately stopped the chemo. All attachments were checked/tightened/secure at the beginning of the infusion. The chemo spilled thru a crack in the tubing. Additional information 6/16 not life-threatening incident, but it was definitely urgent. Delayed treatment. It is unknown if it negatively affected the patient as it would have been a delayed impact. Standard work was followed and chest port was secured with tegaderm dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the customer that IV pump was beeping "patient occluded". Chemotherapy (ifos) was running thru pt's cvc at the time. Rn traced pt's line and found chemo had been leaking from tubing connected to the port needle. Rn immediately stopped the chemo. All attachments were checked/tightened/secure at the beginning of the infusion. The chemo spilled thru a crack in the tubing. Additional information 6/16. Not life-threatening incident, but it was definitely urgent. Delayed treatment. It is unknown if it negatively affected the patient as it would have been a delayed impact. Standard work was followed and chest port was secured with tegaderm dressing.